Event description:
It was reported that pump displayed malfunction code Malf 0 during a software update and would not shut down, with noted button and charging issues. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and Technical Support arranged replacement pump, instructed customer to let battery fully deplete before return, to reenter pump settings and reconnect CGM to replacement pump, and to return malfunctioning pump using pre-paid label within 10 days.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.